Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a bankart repair when the anchor was put in the glenoid, it came out after first pull check, an additional bone hole was drilled. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
E1: address line h10: h3, h6: one 72203853 suturefix ultra anchor device was used during treatment but not returned for evaluation. Due to product unavailability, evaluation was limited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use of other than recommended smith and nephew drill and proper size and spade style drill bit. 2) stressed product from force or loss of axial alignment. 3) unexpected bone/tissue density/condition. 4) the primary cutting edges of the drill are not sharp or have dings and burrs. 5) inadvertent rotation of device during seating of anchor. This product¿s instructions for use (IFU) highlights several precautions that can affect successful fixation and contains specific prep instruction for successful use. This includes causes of unexpected results. Per IFU: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Implantation of the suture anchor requires preparation of the insertion site. Predrilling with the appropriate smith and nephew drill bit is the preferred method of site preparation. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Once seated, do not rotate the suture anchor device in the bone as this may cause device failure. Pull back slowly on the handle to remove insertion device.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No further action required at this time.